Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was leaking at the tie wraps. Other noted malfunction was the exhaust muffler making a hissing sound.